Event description:
Followiing the end of the operation, when removing laser flex, the balloon didn't deflate, had to be pulled out with balloon inflated. No pt injury. Reintubation was not necessary as defect was found at extubation.